Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(6). B5 field updated with new information received.

Event description:
It was reported that during the pulsed field ablation pulmonary vein isolation, faradrive steerable sheath was selected for use. It has been mentioned that air bubbles were seen in the 3-way-stopcock after aspiration. The procedure was completed using different faradrive sheath. No patient complications occurred. The product is not expected to return for analysis. It was further informed that pressure bag was used for irrigation. Dilator, wire and farawave catheter had been inside the sheath before or at the time air was seen. No leak occurred.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. E1 initial reporter phone number character limit exceeded: (B)(6).

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. It was mentioned that air bubbles were seen in the 3-way-stopcock after aspiration. The device was replaced and the procedure was completed successfully. No patient complications occurred. The product is not expected to return for analysis.